Event description:
Same case as MFR's #: 6000089-2004-00707. During a coronary drug eluting stenting treatment procedure, difficulty removing the balloon was encountered. The treatment was for two lesions located in the mid circumflex (cx) and proximal obtuse marginal (om). The first lesion located in the mid cx was direct stented with a taxus express2 - 2.5x12 mm stent. The taxus stent was successfully deployed at 12 atms for 30 seconds. Upon deflating the balloon the physician was unable to remove the balloon from the stent. As the physician attempted to remove the balloon, the guide catheter kept deep seating. The physician successfully removed the entire balloon by dilating the balloon up 3 to 4 atms and dialing down while pushing the catheter forward and twisting it. The stent remained in good position and post-dilation was performed with a quantum maverick balloon. The second lesion was located in the proximal bend in the om. The taxus express2 - 2.5x12 mm stent was successfully deployed at 10 atms for 30 seconds. Upon deflating the balloon the physician again was unable to remove the balloon from the stent. As the physician attempted to remove the balloon, the guide catheter again kept deep seating. The physician then inflated the balloon up 4 atms while pushing forward and twisting the catheter to successfully remove the entire balloon. The stent was then post-dilated with a quantum maverick balloon. It is suggested that the second stent did not fully expand and it "dog bonded" at the lesion site. No further intervention was needed. The procedures were successfully completed. Pt status is reported as satisfactory/good."